Event description:
It was reported that pump experienced malfunction alarm malfunction 5. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed malfunction indicated pump issue, and was provided pump replacement despite pump being out of warranty, and no additional notable events were reported prior to malfunction.